Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an allergic reaction. The patient's physician prescribed various creams and powders that did not help. Finally, the physician prescribed diprosone cream and the irritation healed.